Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. The blade stopped rotation when trigger was released during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was connected to the motor drive and the blade immediately started to spin without activating the activation trigger. The physician fired the trigger several times and the blade stopped. The same device was used to complete the procedure, but the trigger had to be pulled twice to activate or deactivate the blade. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.